Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during a routine device implant it was not possible to deploy the helix of this right ventricular (rv) lead. Thirty plus turns were used and when pulling back the report to reposition the helix suddenly deployed but not into the tissue. The lead was not implanted and was returned. No adverse patient effects were reported.